Event description:
It was reported that during a laparoscopic gastric bypass procedure, a crunch was heard when firing and device did not staple completely to the end. Replaced with a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: one device was returned in good visual condition and with no cartridge loaded. No functional test could be performed as the firing mechanism was found to be damaged. The device was disassembled to verify the condition of the internal components and the left release button post was noted to be broken and the pawl pin was found to be unflared; no other anomalies were noted.